Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the release criteria was checked. After meeting all release criteria, the physician unscrewed the closure devoice from the core wire of the wds. Once the closure device was released it shifted proximally within the laa. 2-3 minutes later the closure device embolized out of the laa and settled in the left ventricle of the patient. The patient was doing fine with no hemodynamic instability. The physician used a percutaneous snare to retrieve and remove the closure device from the patient. After successfully removing the closure device from the patient the physician continued the procedure with a new 27mm wds. The closure device was successfully implanted in the laa of the patient. The patient did not experience any complications or consequences as a result of this event.